Event description:
A talent bifurcate and two aneurx limbs were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The physician stated that the initial evar was successful and there were no problems during graft implant. The patient began to show signs of sac enlargement on follow up CT. Approximately 18 months ago the physician stated he performed an open repair via retroperitoneal incision, opening the aneurysm sac and clipping any vessels that may be causing a type ii endoleak. The physician stated the patient is again showing signs of sac enlargement and a small amount of contrast is visible in the aneurysm sac on CT. The physician stated that he thinks the patient may have a small type I endoleak. An angiogram was performed and it was determined that there could be a possible small proximal type I endoleak. The physician stated that there does appear to be good proximal seal of the original talent graft but it is placed approximately 5mm below the lowest renal artery. The physician did not know if that was the original placement of the graft or the result of migration. The aneurysm measured 5.8cm. The physician placed a 28mm endurant cuff at the level of the lowest renal. As a precaution, the physician also elected to place a 16x16x82 endurant limb in the left common iliac. The existing aneurx limb was covering 2cm of the left common iliac leaving about 2.5cm exposed before the left internal iliac bifurcation. The exposed distal common iliac was showing some signs of degeneration. The physician preferred to cover the entire left common iliac rather risk the patient needing another intervention in the future. No additional clinical sequelae were reported and patient is fine. Film review analysis: review of cta¿s from 4.5 years post-implant revealed that the talent bifurcate is approximately 5mm below the lowest left renal artery. The proximal stent graft od measured 27mm; 1cm below the neck was 33mm in diameter. The aortic body within proximal neck is essentially straight, and is angulated 45 deg a-p to the iliac limbs. There is a small amount of contrast seen within the proximal sac from a likely proximal type I endoleak, and there is also contrast seen within the distal sac from a posterior lumbar. The talent ipsi limb was extended into the left common iliac with an aneurx limb, and an aneurx contra limb was positioned within the right common iliac artery. The limbs are relatively straight and patent, and there is good bilateral distal sealing. The max aaa diameter measures 5.7cm a-p, and there appears to be coils placed along the posterior sac wall. The cause of the aneurysm enlargement appears likely due to a proximal type I endoleak and type ii endoleak. The 26mm talent bifurcate currently has a marginal proximal seal with little to no radial apposition within the proximal neck, and there is minimal sealing length of <(><<)>1cm. Earlier post-implant images were not available for review, therefore the patient¿s anatomy at implant and the initial position of the bifurcate is unknown. It could not be determined if the bifurcate has migrated, but it is possible that there has been disease progression with neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the intervention successfully resolved the event and the patient is fine.